Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any similar reports with the involved product code/lot# combination. Device code is unable to be selected at this time. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was no backflow of blood was observed. The following information was provided by the user facility: when the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole, so the angio-seal device was withdrawn and successfully removed. Manual compression was applied to achieve hemostasis the physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. Blood loss was reported to be less than 250 cc. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.